Event description:
It was discovered that this pacemaker was unable to be interrogated with using consult. Technical services (ts) recommended to move the wand all around. The health care professional (hcp) did state that the device was suppose to be changed out however, it was not completed yet. Ts informed if the battery status is too low then consult will not be able to interrogate. Additional information was requested from the field representative however, no new information was obtained. At this time, the device remains in service. No adverse patient effects reported.